Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
The pharmacy of the hospital, reported the following event : "rupture of the gamma nail after 5 months of implantation for a right femoral osteosynthesis (fracture on neck drilling for osteonecrosis). Patient with moderate obesity (bmi> 30). Revision of the osteosynthesis and implantation of another nail (same reference).

Manufacturer narrative:
The reported event that trochanteric nail kit, stst gamma3® ø11x180mm x 120° was alleged of issue (implant breakage - nail) could be confirmed, since the device returned for evaluation matches alleged failure mode. The evaluation revealed that the nail broke in a fatigue fracture after a period of approx. 5 months of implantation. According to found damages the fatigue fracture had its origination in the posterior web. In this area material damage caused by either misaligned drilling with the step drill or intra operative handling of the implants; which presents an unintentional use error. General aspects: a nail will be subject of a fatigue fracture if the stresses on the implant are too high or not considerably reduced during the period of implantation. The affected implant is designed to withstand the normal loads during the implantation period, i.e. The implant must neither be exposed to peak loads nor to continuous stresses. Another prerequisite for a successful supply is undisturbed, normal bone healing. This state must be achieved within a medically recognized period (confirmed by scientific analysis about 6 months) in such way, that the bone strength allows significantly increasing discharge of the time-fixed implant material. In case that such a situation does not occur, exceeding of the fatigue strength is to be expected and thus quite predictable complications. One requirement for successful nail treatment is a timely bone healing in order to relieve the nail over the progressing time of implantation. Potential adverse effects, e.g. Overweight (see bmi), increased loading or material damage are clearly pointed out in the labelling. From technical point of view the returned nail broke in fatigue manner after an implantation period of roughly 5 months due to compromised material strength of the nail due to either mis-drilling or damage during handling. Thus, the root cause can be attributed to a user related issue i.e. Intra-operative material damage. If any further information is provided, the investigation report will be updated.

Event description:
The pharmacy of the hospital, reported the following event : "rupture of the gamma nail after 5 months of implantation for a right femoral osteosynthesis (fracture on neck drilling for osteonecrosis). Patient with moderate obesity (bmi> 30). Revision of the osteosynthesis and implantation of another nail (same reference).